Event description:
Nationwide review and recall on mattresses due to fluid intrusion beyond the mattress barriers. Hill-rom mattresses for progressa and centrella bed series.reference report #mw5161455, #mw5161456, #mw5161457.